Event description:
The customer reported the device displayed the error message/instruction "system failure - cycle power". After a cycle power message/instruction the m4735a halts operation. The customer reported that removing the external data card resolved this condition. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the device displayed the error message/instruction "system failure - cycle power". After a cycle power message/instruction the m4735a halts operation. The customer reported that removing the external data card resolved this condition. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.